Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient never experienced therapeutic effect. The caller kept reporting that "it's not working" and the patient had been unable to make the desired changes using the patient programmer (pp). Later in the call it was determined that the patient did not have a good knowledge of pp functionality and thus basic functionality was reviewed along with general therapy information. The patient confirmed that their target symptoms were pain in their back from retention, frequent urges, frequency, and having to strain to urinate. According to the patient therapy has helped to decrease the pain and need to self-cath, but the other symptoms have not been helped much. A couple weeks prior to the call the patient had stimulation set too high and this caused discomfort and irritation when set to 2.3 or 2.6 so the patient reduced stimulation. The patient then indicated that they turned program 4 all the way up and was still not able to feel stimulation. During the call it was determined that the patient had been trying to increase stimulation on program 4 before the program was actually active. The patient indicated that the patient's healthcare provider (hcp) was able to set program 1 so the patient could feel stimulation and the hcp determined that the lead was ok. Because the patient had already tried programs 1 and 4 the patient now wanted to try program 2. When the ins was checked during the call the ins was found to be turned off, the patient was assisted with turning stimulation and confirmed feeling stimulation on program 2 at 0.6. The patient was advised to follow-up with their healthcare provider (hcp) regarding their symptoms. Many of the reported issues appeared to be caused by the patient not knowing how to use the pp properly. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.